Manufacturer narrative:
Batch review performed on 11 april 2024. Lot 2002543: (B)(4) items manufactured and released on 20-may-2020. Expiration date: 2025-may-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in reporting anterior knee pain due to aseptic patella implant loosening. About 1 year and 10 months after the primary surgery, the surgeon performed a washout, changed the liner (per standard procedure), and revised the patella implant (with one of the same ref) to change its position and help with patella tracking.